Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cadd administration set leaked . The leak was noticed from the stinging cap of the "y". The number of units involved was reported to be one. There was no reported injury to the patient.